Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device and a photograph of the sample was provided for evaluation. The actual sample was returned in dry condition with original cap attached. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing was performed, and no issues or leaks were observed of the actual sample. The reported separation was not confirmed on the actual sample. Due to the condition of the returned set, it is possible the alleged sample was not returned. The photograph was reviewed and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from the cycler tubing after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.